Event description:
It was reported that the arctic sun device would not fill. Per review of wo, a check of the diagnostics during filling showed that the inlet pressure (ip) was 0 even with circulation pump command (cpc) was at 100%. Had them disconnect the fdl and verify no suction at the left port. Discussed this was indicative of a failed circulation pump and discussed repair options with them.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a weak circulation pump. Per review of wo, a check of the diagnostics during filling showed that the inlet pressure (ip) was 0 even with circulation pump command (cpc) was at 100%. Had them disconnect the fdl and verify no suction at the left port. Discussed this was indicative of a failed circulation pump and discussed repair options with them. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. Per review of wo, a check of the diagnostics during filling showed that the inlet pressure (ip) was 0 even with circulation pump command (cpc) was at 100%. Had them disconnect the fdl and verify no suction at the left port. Discussed this was indicative of a failed circulation pump and discussed repair options with them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.